Manufacturer narrative:
The endoscopy support specialist (ess) was made aware that the precleaning steps for the cyf-5 were not being performed outside of the bedside cleaning steps immediately after operations. The ess emphasized the importance of the precleaning steps with a demonstration. The ess showed the precleaning steps that was required to be performed after the procedure and prior to the scope being transported to the decontamination room. After a full cleaning and disinfection/sterilization in-service, the ess explained to the customer the time restraints and the need to perform precleaning steps on the endoscopes. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An endoscopy support specialist (ess) reported incorrect reprocessing of the oes cystonephrofiberscope during a facility in-service request. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. On 14feb 2023, the endoscopy support specialist (ess) was on-site and performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: instruction manual (reprocessing manual). "Chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.